Event description:
It was initially reported to boston scientific corporation that a wallflex fully covered biliary stent device was used during a bile duct stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of chronic pancreatitis. It was reported that the patient's anatomy was not tortuous, and the lesion was not dilated prior the stent placement. During the procedure, after multiple attempts to release the stent, the stent failed to deploy. It was reported that the handle would not work and that the handle was "badly bent." The device was removed from the patient and the procedure was completed with another wallflex fully covered biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results which found stent partially deployed.

Manufacturer narrative:
(B)(4) investigation findings of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by approximately 28mm. It was noted that the stainless steel handle was severely bent and that the distal handle was detached from the outer sheath. The outer sheath was stretched at its proximal end. No other issues were noted with the profile of the device. During analysis an attempt was made to retract the distal handle and deploy the stent, however a restriction was met. The shaft was dissected proximal to the guidewire access sleeve and the distal end of the inner lumen and stent were withdrawn from the outer sheath. A resistance was met in movement of the proximal end of the outer sheath along the shaft possibly due to the stretching of the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.